Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Reported complaint was observed on the returned photo. Received photo shows an activated company device on a monitor screen. The plunger is outside of the nozzle tip, but the plunger is not fully advanced. The majority of the intraocular lens (iol) is outside of the nozzle tip, one haptic appears intact, the optic is damaged. Although difficult to determine form the returned photo, part of one of the haptics appears to be caught/adhered to the plunger tip/nozzle tip, this haptic is damaged/bent/kinked. We are unable to determine the root cause for the reported complaint "kinked/twisted rear haptic". The product was not returned for analysis. Based on our observation of the attached photo, the plunger is not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. A final root cause cannot be determined based on available information and without the evaluation of the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure they found that kinked/twisted rear haptic when the surgeon went to implant. There was no impact to the patient. Additional information has been requested however no further information available.

Event description:
Additional information received and stated that, the iol was incorporated into plunger tip with trailing haptic. This incident happened during iol delivery. In the surgeon¿s opinion injector caused the issue. The tip of the preload device did not contact with the patient and the surgeon could see the deformed iol in the cartridge tip. The surgeon prognosis was good.

Manufacturer narrative:
Additional information provided a.1., a.2., a.3.a., b.3., b.5., d.5. And d.10. The manufacturer internal reference number is: (B)(4).